Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Broke off inside me, retained- vagina [foreign body in reproductive tract]. Broke off- tampon [device breakage]. Case narrative: consumer reported via r&r that tampon broke off inside her. No serious injury reported.